Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of fails accuracy -7.35% was not verified. The event log shows two ten millimeter bolus followed by one twenty milliliter bolus tests performed prior to the return to smiths. The device was performing within the published specification of +/- 6%. Service trimmed the expulsor as a preventative measure to bring the specification more into the nominal range. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy -7.35%. No reported adverse effects.